Event description:
It was reported to resmed that an astral device did not start up and had an unresponsive touchscreen. The patient was placed on a back-up device. There was no harm or serious injury reported as a result of this incident.

Manufacturer narrative:
Resmed requested for the device to be returned for evaluation. The astral device was not returned to resmed. If further information becomes available, a supplementary report will be submitted. Resmed reference#: (B)(4).

Manufacturer narrative:
The astral device was returned to resmed for an investigation. The investigation determined there was no fault found with the returned device. The device was performing to specifications. Resmed¿s risk associated with use of the device remains acceptable. Resmed reference#: (B)(4).